Event description:
It was reported that the patient underwent a posterior spinal fusion from t12-l5 with posterior fixation. Approximately one year post-op, the patient was in an mva. Pseudoarthrosis was noted at l2. The patient underwent a revision surgery, and it was found that one of the rods was broken at the l2 level. After the revision, the patient was doing well.

Manufacturer narrative:
(B)(4). Two rods were returned. Marks of tightening of multiaxial bone screws can be found on both rods: marks of setscrew pointing on the rod (oblong type groove) and marks of pressure against the mas seating saddle. Both rods present multiple marks that may come from the reduction maneuvers (rod insertion with the beale reducer) during the initial surgery. Unbroken rod: a metal shaver is present at the surface of the unbroken rod at the level of one setscrew mark. The origin of the shaver can not be determined. A mark of the mas saddle is located at the junction with the conical tip of the rod resulting from the improper positioning of the rod versus the mas. Broken rod: the fracture is orthogonal to the rod direction and occurred at the junction of two mas saddle marks. One corresponding to the final setscrew tightening (deeper mark), and one corresponding to the preliminary setscrew tightening. The fracture appearance is typical of fatigue damaging the material in flexion/extension (smooth surface at the setscrew side and rough surface at the mas saddle side). No defect was found at the level of the breakage. The rod shows typical fatigue damaging in flexion/extension at the connection with a mas. The origin of the fatigue damaging could not be determined with the provided information. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.